Manufacturer narrative:
(B)(4).

Event description:
It was reported that the during the implant procedure, the pulse generator exhibited high lead impedance. The device was not used. Another device was implanted successfully. The patient was in stable condition post procedure.